Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised as the stem has punctured through the blister. Reported event has been confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that during surgery preparation, a hole was discovered in the sterile packaging and the implant was sticking out. There was no direct contact with the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.